Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. Unit passed the self test. Audio options screen was set to low and high volume with vibrate and all volume settings and vibrate functioning accordingly to settings. No volume anomalies noted during testing. Unit functioning properly. Unit was cut open and performed a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including the motor flex connector were plugged in properly. No moisture damage or components burnt on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Unit was received with the following cracked case, cracked case (battery tube) and cracked retainer. In conclusion, in conclusion, unit passed all required tests. Unable to confirm customer concern of tone/vibrator anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The customer stated that the insulin pump was not alarming, it did vibrate. They did not hear beeps when the audio volume settings were saved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.